Event description:
Caller reported that the tandem mobi pump battery was not charging, despite using the correct charging accessories and attempting to charge the pump for at least 30 minutes. There was no adverse impact to the customer's blood glucose level. The issue persisted even after trying different charging cables and pads, leading technical support to decide on sending replacement charging supplies via two-day shipping. If the pump battery depletes before the supplies arrive, the customer will rely on multiple daily injections.